Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a procedure, air was aspirated into the syringe connected to the extension port of the sheath after placing the sheath set into a patient prior to insertion of catheters. The sheath set was replaced and the procedure was completed with no adverse consequences for the patient.